Event description:
It was reported that during the surgical procedure the harmonic shears insert inside of the pt. No pt harm, adverse outcome or injury was reported and the planned surgical procedure was completed.